Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/23/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the top cover's wire strand was cut, the battery clip was twisted and the motor cover was cracked. The physical damages found during visual inspection are not related to the reported event of a user advisory (ua) 12 (lifeband not present) fault. The damages appear to have been caused by normal wear and tear (autopulse manufactured in october of 2007). A review of the autopulse platform's archive was performed and showed that no sessions occurred on the reported event date of (B)(6) 2014. However, the archive data showed that ua 12 faults occurred on (B)(6) 2014. Upon power up, the returned platform displayed a ua 45 (not at "home" position after power-on/restart) fault. It was found that the ua 45 fault was triggered because the encoder shaft was one revolution off of the "home" position. Functional testing could not be performed due to the ua 45 fault. The encoder shaft was rotated back to the "home" position to clear the ua 45 fault. Based on the investigation, the parts identified for replacement were the top and bottom covers and the battery clip. In summary, the reported complaint of a ua 12 fault was confirmed based on the platform's archive review but was not reproduced during functional test. The root cause for ua 12 could not be determined. Per the autopulse maintenance guide, ua 12 is an indication that the lifeband is not properly installed. The observed ua 45 fault and the physical damages found during visual inspection are unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and passed all testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.